Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alert during a bolus delivery. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to troubleshoot with the customer, however, no response received.